Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified that the fenestrated bipolar forceps instrument would not cauterize. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken bipolar conductor wire. The wire was detached from its connection at the grip. Electrical continuity testing failed. The yaw pulley showed no signs of arcing. In addition, the yaw pulley was missing a 0.090 x 0.060 piece on the same side as the conductor break. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.